Manufacturer narrative:
Device eval: one used and eighteen unused devices were returned for eval. The eval is in progress. A follow-up report will be submitted when the eval has been completed. Eval codes: results- results pending completion of eval. Conclusions: not yet available- eval in progress.

Event description:
The user reported that during a transcatheter aortic valve implantation procedure, while trying to cross-over to the right common iliac artery from the left femoral artery, the physician wanted to change to a stiffer guide wire. The physician inserted an ultra- stiff wire and placed the catheter over it. While trying to remove the catheter from the patient resistance was felt. The catheter tip then broke off inside the patient between the right and the left side. The physician first attempted to remove the catheter tip from the patient with a snare, as the tip was still on the guide wire. When this was unsuccessful, the physician used a balloon and a long introducer to remove the tip from the patient. No add'l harm or injury was reported.